Event description:
It was reported that a tandem mobi cartridge alarm occurred while pumping. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support confirmed cartridge alarm 34 and instructed the customer to remove the cartridge from the pump and deliver a 9-unit bolus, which was successful. The customer was able to reload the original cartridge and resume insulin therapy, resolving the issue. A request was made for replacement cartridges as the customer was down to the last one.